Event description:
Additional information was received that reported the patient was going to undergo a lead replacement surgery on (B)(6), 2012. An ins replacement was also being considered, but was not yet decided upon. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that despite reprogramming, the patient continued using a group that still activated contacts 4/5. Thus, there was no change in his status with recharging. The company representative instructed him again to avoid the offending group. The representative planned to follow up with the patient. Additional information was requested.

Manufacturer narrative:
Lead model 3887-33, lot# j0110900v, implanted: (B)(6) 2001, explanted: na. Lead model 3887-33, lot# j0110900v, implanted: (B)(6) 2001, explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4); extension model 37082-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had telemetry issues. The antenna locator was used to resolve the telemetry state. A power on reset message appeared and was cleared. The patient was then able to charge (noted charging more often than expected), but had a loss of stimulation even at 9 v. The pain clinic nurse interrogated the system and impedance measurements were normal at that time. A company representative met with the patient and noted that the patient had a short between electrodes 4/5 and impedances were less than 50 ohms. It was noted that the company representative suspected the device was in overdischarge for approximately a few months. The patient had one previous overdischarge approximately a year ago. Electrodes 4/5 were taken out of the programming. The coverage wasn't as good since reprogramming and the battery was draining daily. The patient was experimenting with the new program and was keeping track of his recharging. Additional information was requested.